Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The standard abutment 4.1mm(d) x 4mm(h) (ab400) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth sites 29 (universal). The product was used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported patient came in today to have screws tightened on screw retained bridge on #29. The screw were on top of an obsoleted standard abutment ab400 in an unknown external hex 4mm implant (implant may or maynot be our product) screw fractured in site 29 only. The reported complaint could not be verified with the information provided. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. The product was not returned for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw fractured.